Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). The customer continues to use the wired footswitch. Updated codes based on investigation.

Event description:
It has been reported to philips that during an elective procedure the wireless footswitch has lost connectivity to the base station. The procedure was continued with the wired footswitch. No patient harm has been reported to philips. Philips has started an investigation for this complaint.